Event description:
It was reported that during a stent placement procedure in the left distal brachial artery via the right common femoral artery, when the stent delivery system was placed on the wire and reached the sheath valve, the distal end of the stent was found to be already open and approximately one centimeter of the stent was allegedly found to be partially deployed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was returned for evaluation. The returned sample was found in locked condition with unused deployment mechanism, and the stent was found partially deployed which leads to confirmed result for premature deployment. The system was sufficiently flushed, the guidewire was running smoothly inside the system, and system compatible 0.035" guidewire size was used. Based on the investigation of the provided information, the investigation is closed as confirmed for premature deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used. Visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed'. The instructions for use further state: 'prior to use flush the guidewire lumen of the stent system with heparinized normal saline until saline exits the tip of the system'. Under required material the instructions for use mentions '0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H10: d4 (expiration date: 04/2026), g3 h11: b5, h6 (patient, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a stent placement procedure in the left distal brachial artery via the right common femoral artery, when the stent delivery system was placed on the wire and reached the sheath valve, the distal end of the stent was found to be already open and approximately one centimeter of the stent was allegedly found to be partially deployed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.